Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted following a patient's death. The device was later returned to guidant for disposal. This device was included in the recall population for this model, so it was sent to the lab for analysis.